Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor went dead. The customer received calibration errors and threshold suspend alarm went off. The customer's blood glucose level at the time of incident was 253mg/dl. The customer's levels had been as high as 551mg/dl. The customer states they had not treated for the highs yet, but would be doing so with bolus. Troubleshoot was conducted for the sensor issues. The customer was advised the sensor would be replaced and returned for analysis.